Manufacturer narrative:
H.6. Investigation: the investigation performed the analysis of the customer sample. Batch history analyzes were performed, quality notifications were not found for quality deviations. We inform that for bd products the production processes are validated according to established criteria aiming at meeting the requirements. By analyzing the customer sample we can verify that the leakage may be due to nozzle deformation caused by impact during part transportation until assembly area. Corrective maintenance of the pipelines was performed under number (B)(4) to correct the alignment. H3 other text : see h.10.

Event description:
It was reported that after connecting syringe to the needle it did not connect properly and the medication leaks between syringe tip and needle hub with a bd syringe plastipak 5ml. The following information was provided by the initial reporter, translated from portuguese to english: (1 of 2 complaints) when connecting the 5ml syringe to the needle (bd spinal), the connection is not properly established. When applying the anesthetic to the patient, the medicine leaks. The leakage occurrs between the syringe tip and the needle hub. Customer reports that it has been observed with several units. He is not able to inform if the problem was with the syringe or the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after connecting syringe to the needle it did not connect properly and the medication leaks between syringe tip and needle hub with a bd syringe plastipak 5 ml. The following information was provided by the initial reporter, translated from (B)(6) to english: (1 of 2 complaints). When connecting the 5 ml syringe to the needle (bd spinal), the connection is not properly established. When applying the anesthetic to the patient, the medicine leaks. The leakage occurs between the syringe tip and the needle hub. Customer reports that it has been observed with several units. He is not able to inform if the problem was with the syringe or the needle.